Event description:
It was reported that the burr got stuck with the rotawire, causing prolongation of procedure. The 85% stenosed target lesion was located in the mildly tortuous and severly calcified left anterior descending artery. A 1.50mm rotapro and a rotawire were selected for use. During the procedure, it was noted that one cycle of rotablation was done with rotapro 1.5mm, while retrieving the burr back into the guiding catheter, the burr got stuck and came out along with the rotawire. Then, re-wired with rotawire but this time rotapro burr did not enhance on the wire while loading the burr. Furthermore, after multiple attempts, the burr did not enhance, so physician took rotapro 1.75mm which he could load on wire and finish the rotablation successfully. Consequently, with the burr not enhancing on the rotawire even after multiple attempts, replacement of the burr resulted in prolonging of procedure time.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). E1: initial reporter address 2: (B)(6).

Manufacturer narrative:
H6: device codes: added ar code. H6: component codes: added ar code. E1: initial reporter address 1: (B)(6). E1: initial reporter address 2: (B)(6). Device evaluated by manufacturer. The complaint device was received for product analysis. Inspection of the device found that the coil was kinked and stretched at the handshake connection. No other device issues were identified during returned product analysis.

Event description:
It was reported that the burr got stuck with the rotawire, causing prolongation of procedure. The 85% stenosed target lesion was located in the mildly tortuous and severly calcified left anterior descending artery. A 1.50mm rotapro and a rotawire were selected for use. During the procedure, it was noted that one cycle of rotablation was done with rotapro 1.5mm, while retrieving the burr back into the guiding catheter, the burr got stuck and came out along with the rotawire. Then, re-wired with rotawire but this time rotapro burr did not enhance on the wire while loading the burr. Furthermore, after multiple attempts, the burr did not enhance, so physician took rotapro 1.75mm which he could load on wire and finish the rotablation successfully. Consequently, with the burr not enhancing on the rotawire even after multiple attempts, replacement of the burr resulted in prolonging of procedure time.